Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level. The patient attempted to resolve the issue by changing the cartridge multiple times without success. Customer technical support assisted the patient and decided to replace the pump. The patient will use a backup insulin pump to ensure continued insulin delivery.